Event description:
It was reported that there was a malfunction resulting in potential apl failure to relieve pressure after exceeding 10 cmh2o from the set point. There was no patient injury.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The apl -adjustable pressure limiting valve was replaced to resolve the issue. Block a: patient information could not be obtained due to country privacy laws. Block d4 unique identifier: (B)(4). Legal manufacturer: (B)(6).